Event description:
The customer reported on 12/12/2011 that on (B)(6) 2011, the fiber tip detached at 29994 joules during prostate vaporization. The laser beam had been visible and was normal in appearance at the start of the procedure. The procedure was completed with a second fiber. The fiber tip was retrieved. The method used to retrieve the tip is unk. There was no pt injury.